Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported to vyaire medical that the ventilator has a low volume issue.at this time, there is no information regarding patient involvement associated with the reported event.

Manufacturer narrative:
Result of investigation: the equipment was received in vyaire facility for evaluation. Service tech powered the vela ventilator into user mode where the unit was ventilating abnormally with low vte readings. Set volume was set at 500ml, monitored value was at 220ml. Service tech confirmed through the events log and duplicated during functional check. Transducer pt802 has failed. CAPA ca-2017-0206 has been initiated.